Manufacturer narrative:
(B) (4). Results and conclusions summation- product performance engineering reviewed the incident information. In this case, there was no reported product deficiency. The reported patient effects are known adverse events listed in the xience v IFU. Reportedly, no pre-dilatation was performed. It should be noted that the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It is unknown how this may have contributed to the reported dissection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the target lesion was the mid rca. Direct stenting was performed and a dissection occurred. Pti was performed to treat the dissection. No additional event or patient information is available.